Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation of the pacemaker, high threshold was observed on the right ventricular lead. The lead was explanted and replaced during a scheduled procedure for normal elective replacement of the device. Patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.